Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix rx preloaded biliary stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during preparation, the guide catheter was attempted to be pulled back to the appropriate length; however upon pulling the handle, the guide catheter would not move. It was confirmed by the complainant that the guide catheter had detached from the pullwire. No further damage was noted to the device. The procedure was completed with another advanix rx preloaded biliary stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.